Event description:
Ous MDR - an episode in vt1 zone was declared vt. According to the physician this episode was a sinus tachycardia, so smart algorithm made a mistake. No therapy was released due to vt1 was a monitor zone.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. Based on the information available for analysis, the root cause of the clinical observation was not determinable. It cannot be excluded that the clinical observation resulted from undersensing in the ra channel. The analysis did not show any anomalies. According to the data available for analysis, the ICD functioned as expected. There was no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.